Event description:
A diabetic patient adjusted his insulin based on a blood sugar result of 371 mg/dl with the suspect device. The patient became unconscious at 3:00 am, the pt's family alerted ems, and the pt was given IV glucose by paramedics. The pt was transported to the hospital where he remained for most of the day. No additional treatment was required.